Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, when the right ventricular (rv) lead was connected to the pacing system analyzer it yielded stable measurements. However, inspection of the terminal pin revealed a fracture at the most proximal portion of the pin. The physician was able to move the pin in and out, so he cut the lead below the yolk. A portion of the lead was surgically abandoned and the other portion was removed from the patient's body. The explanted portion was returned for analysis. No adverse patient effects were reported. Analysis was unable to confirm the fracture as the returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal section of the lead was returned and the lead was severed at 15.5 cm from is-1 pin. Visual inspection revealed that the is-1 terminal pin as separated from terminal ring approximately 2 mm in length. Air bubbles and medical adhesive were seen at the separation site. Further visual inspection noted that the front seal rings were slightly folded back and a setscrew mark was seen on all terminal connectors.